Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device was subsequently found during manufacturer¿s analysis to have its cable insulation torn and to have failed its noise rejection test. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable insulation was torn and also that the head failed its noise rejection test. The cable and the head's board were both replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).